Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the tissue was not cauterized as expected resulted to bleeding less than 200cc which occurred consecutively. There was no regrasp alarm however sealing and end tones were heard. A new device was opened and it worked fine. No patient harm.